Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both hyperglycemia and hypoglycemia while using the ilet, with highs over 400 mg/dl for more than seven hours and lows to 50 mg/dl, after running out of insulin for several hours prior to meal announcements and subsequently overtreating a low with milk. Symptoms included high and low glucose alerts and feeling unwell during excursions without loss of consciousness or need for assistance. Outcomes included prolonged hyperglycemia and a low episode that was corrected by the user without professional intervention or backup therapy. Investigation included review of device data, user interview, and troubleshooting with real-time guidance. Investigation of this case revealed user-related use error, specifically missed insulin delivery due to an empty cartridge and overtreatment of hypoglycemia, with the device functioning as designed including delivery suspension during insulin depletion and appropriate alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error and inadequate adherence to hypoglycemia treatment guidance.